Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had infection at chest surgical site. No additional or relevant information has been received to date.

Event description:
Additional information was received that infection for patient has resolved and patient has recovered. No additional or relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by manufacturer? Code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. A2. Age at time of event or date of birth - correction - inadvertently included incorrect age and date of birth on previous MDR submitted. D6a. Implant date ¿ correction - inadvertently not included on previous MDR submitted. H3. Device evaluated by MFR? ¿ correction ¿ inadvertently did not select no and provide code 81 on previous MDR. H6. Investigation findings and investigation conclusions ¿ correction ¿ inadvertently coded c15 and c20 instead of c19, d12, and d1002. H10. Additional narrative ¿ correction ¿ inadvertently did not include device evaluated by manufacturer?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device statement on previous MDR.

Event description:
Additional information was received that patient was following up with neurosurgeon. No surgical intervention has occurred to date. No additional relevant information has been received to date.